Manufacturer narrative:
The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that thirty seconds after starting the radio frequency ablation procedure, a water leak occurred at the needle. The doctor decided to continue to ablate first tumor with it, and then opened new needle electrode for the second ablation. There was no injury reported.